Event description:
Procedure performed: mivs mv replacement. Event description: mivs-mitral valve replacement. Trocar noted to be cracked at end when removed from patient. No missing pieces noted. Product is available for return. Additional information received on 05dec2022 via email from distributor: there was only one ctr73 unit reported to [distributor] in this incident. Patient status: no harm reported to the patient.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cracked cannula tip. Based on the condition of the returned unit, it is likely that the reported event was due to excess force exerted on the cannula due to port placement between the ribs, the cannula being more susceptible to fracture, or a combination of both. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: mivs mv replacement. Event description: mivs-mitral valve replacement. Trocar noted to be cracked at end when removed from patient. No missing pieces noted. Product is available for return. Additional information received on 05dec2022 via email from distributor: there was only one ctr73 unit reported to [distributor] in this incident. Patient status: no harm reported to the patient.